Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had battery issues; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery issues was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.